Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin shot out while priming and received a error code. The customer's blood glucose level was unknown. The customer also reported that failed battery test, louder and slower rewinds and random no delivery alarms. The device will be returned for analysis.